Event description:
It is reported that the reamer has fractured.

Manufacturer narrative:
Evaluation summary: no info of the fracture tip was given. Based on the lot number, the device has a potential field age of approx four years. Fractures of this type have been investigated in the past. It is possible that the fractured tip was due to levering perpendicular to the axis of the humerus while removing the counter bore from the humeral canal, thereby causing an excessive bending moment on the thin section. This may have allowed the reamer portion to separate from the guide portion. However the exact cause cannot be determined with the info provided. Evaluation: as returned, the counter bore guide is separated from the humeral collar reamer. The tip at the base of the humeral collar reamer is fractured and missing. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive info be received, the complaint will be reopened.